Event description:
It was reported that this system with right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed an alert for right atrial automatic threshold (raat) detected as greater than programmed amplitude or suspended due to low evoked response and fusion beats. Technical services (ts) reviewed device data and determined the raat test failed to measure the threshold. Ts also discussed that raat alert was triggered after 4 consecutive days of unsuccessful raat. Ts recommended in office evaluation of ra lead to determine if trend is appropriate. This ra lead remains in service and there was no adverse patient effects reported.